Manufacturer narrative:
Evaluation: still under investigation.

Event description:
A male underwent initial aaa repair in 2007. Then due to a type I endoleak, the patient underwent an additional procedure in 2008. The physician had a difficult time controlling the endoleak with just one cuff so placed another. The end result showed that the endoleak was resolved.